Manufacturer narrative:
Was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pain, injury, and elevated metal ion levels. Update received: 14 april 2014 - surgeon name - patient demographics - amended reason for revision to pain and metallosis - asr components revised but summit stem stayed in situ update rec¿d: 04/14/2014 - sales rep reported revision surgery. Patient was revised to address pain. This complaint was updated on: 5/12/2014. Update rec¿d: 11/19/2014 - medical records received. Upon revision, metal stained fluid, gray-tan tissue, pseudotumor, trunnions, taper corrosion were noted. The stem and sleeve are being added to the complaint. This complaint was updated on: 12/18/2014.